Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted. The pain at ipg site resolved post-operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at ipg site. As a result, surgical intervention may be pending to address the issue. Patient also experienced ineffective stimulation (see manufacturer report number: 3006705815-2019-02780, 3006705815-2019-02781, 1627487-2019-08410).